Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the duodenovideoscope was found to have foreign material in the forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of adhesive crack and gap was due to physical stress by hitting/dropping the distal end, chemical stress from used chemical agent. Olympus will continue to monitor field performance for this device.